Manufacturer narrative:
Patient date of birth: unknown. Relevant testing/laboratory data performed, but specifics unknown. Lot number, expiration date, and UDI are n/a for this system. The system was evaluated on-site by a field service engineer. The system operated properly when evaluated. Upon further investigation, the attenuator assembly was found fastened in the incorrect location on the motor shaft. The attenuator is a component which allows the system to adjust to deliver energy depending upon the size of the catheter and fluence setting after calibration. The attenuator assembly was re-installed in its correct location, adjustment was completed, calibrations were performed, and the system operated properly. Although the attenuator assembly was found fastened in the incorrect location, there is no indication that this adversely affected proper operation of the philips laser system. Since the system was operating properly when initially evaluated, the cause of the calibration failure could not be established.

Event description:
On (B)(6) 2022, a coronary atherectomy procedure commenced to treat the patient''s coronary artery disease, necessitating the use of a philips laser system to power a spectranetics elca coronary laser atherecomy catheter. The patient''s body was opened in preparation for the procedure when the system gave a calibration fault, making the system inoperable. There were alternative means to treat the patient, but due to special circumstances of the case, the physician wanted to treat the patient with the laser system. The procedure was postponed until the system could be repaired, delaying treatment of the patient. There was no reported patient harm. This report captures the philips laser system which malfunctioned after the procedure had begun, resulting in a delay of treatment.